Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. There were two patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2011. The weekly pace lead trend data shows an abrupt increase for maximum atrial pace bipolar impedance equal to 703 to 4047 ohms range between (B)(6) 2011.

Event description:
It was reported that there was a possible fracture in the right atrial lead. The lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical device: d354trg bi-ventricular defibrillator: (therapy date is unknown). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.